Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (b) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2-2 not worked. The field service engineer (fse) powered down the station and inspected all connections. After reseating cables and running diagnostics, drawer 2-2 was still missing. Fse powered down again and replaced the drawer controller. A second diagnostic confirmed the drawer was found. Full operational test passed, and the drawer was configured after restarting the application. The system functioned as intended after the field service engineer resolved the issue.